Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection at the incision site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.